Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on may 19 with blood glucose of 400 mg/dl. The customer treated high blood glucose with manual injection. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.